Manufacturer narrative:
Device eval: device eval in process. Eval: conclusions: a follow-up report will be submitted when the eval is complete.

Event description:
The complainant reported that the sidearm tubing came off of the prelude short sheath (pss) introducer during a de-clot procedure. The tubing was re-attached, taped in place, and the procedure was completed without further difficulties. There was no blood loss or spray as a result of the malfunction. This incident was deemed not reportable by merit in accordance with the criteria set forth in FDA guidance at the time it was received. However, an MDR report is being filed retrospectively due to a product recall with the same failure mode, but that may not be attributed to the same root cause. The date merit deemed this event reportable was 2009.